Event description:
It was reported that there was a coupling problem and the patient had trouble getting coupling. The patient got 1 coupling bar. This began a couple of months prior to the report. The patient was told by the physician that the implantable neurostimulator (ins) was ¿floating around.¿ the ins had been floating around for over a year. The patient was in a lot of pain. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).